Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that there was a discrepancy between inspiratory and expiratory tidal volumes (higher than acceptable). Our field service engineer investigated the ventilator on site. A pre-use check was performed but the issue could not be reproduced. No abnormal was found during ventilation. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that there was a discrepency between inspiratory and expiratory tidal volumes (higher than acceptable). There was no patient harm. Manufacturer's ref. #: (B)(4).